Event description:
On (B)(6) 2012, the patient contacted animas alleging that sometimes the pump switches from a 12 hour mode to military time, and that occasionally the time becomes incorrect when it switches to military time. There is no reported adverse event associated with this complaint. This complaint is being reported because incorrect time settings can affect basal rate delivery, and because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows a manual time change on (B)(4) 2012. There were no alarms related to the complaint found in the pump alarm history. A timekeeping accuracy test was performed and the pump was found to keep time accurately. During testing, the pump did not change from standard to military time. The reported issue was not able to be duplicated during investigation.